Event description:
Patient was found unconscious and was taken to facility. Physician found an ica terminus occlusion with a carotid stenosis proximal to the occlusion. The carotid stenosis was treated first with a carotid stent, and the patient was given reopro. The 041 penumbra system was used next to aspirate the ica occlusion, and successfully aspirated the ica terminus lesion opening flow to two distal branches. The m1 remained occluded, and tpa was not used since the patient was already on reopro. Aspiration continued for a total of 45 minutes to 60 minutes. The case ended when a blush under angiographic imaging was observed. It was later confirmed with additional testing that the patient had suffered a subarachnoid hemorrhage and subsequently expired.

Manufacturer narrative:
Device not returned for evaluation, and lot number was not provided. Device labeling includes a precaution to suspend administering antiplatelets until 24 hours post-treatment; antiplatelets were administered during the procedure.